Manufacturer narrative:
The customer reported of a potential missed brady alarm. They stated that the transmitter (g9) unit was monitoring a patient via a bedside monitor (bsm) and the patient had a brady hr issues that should have triggered the alarm. By the time the biomed was able to get to the transmitter (g9) unit, the nurses had already disconnected and re-attached the bedside monitor (bsm) to the to its dau. The biomed stated that they believes that either the transmitter (g9) wasn't properly connected to the bedside (bsm), or that the bedside monitor (bsm) may not have been fully connected onto the dau. The biomed also stated that they believes the transmitter (g9) had lost connection with the bedside monitor (bsm) because the transmitter (g9) display was off when they arrived at the central nursing station (cns). There was no harm reported. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 f2 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 f9

Event description:
The customer reported of a potential missed brady alarm. They stated that the transmitter (g9) unit was monitoring a patient via a bedside monitor (bsm) and the patient had a brady hr issues that should have triggered the alarm. By the time the biomed was able to get to the transmitter (g9) unit, the nurses had already disconnected and re-attached the bedside monitor (bsm) to the to its dau. The biomed stated that they believes that either the transmitter (g9) wasn't properly connected to the bedside (bsm), or that the bedside monitor (bsm) may not have been fully connected onto the dau. The biomed also stated that they believes the transmitter (g9) had lost connection with the bedside monitor (bsm) because the transmitter (g9) display was off when they arrived at the central nursing station (cns). There was no harm reported.